Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an (B)(4) swivelock eyelet popped off when surgeon pulled on the sutures to tighten them after implantation. Surgeon attempted to screw the eyelet back on but I wouldn't screw. Everything was removed from inside the patient and another (B)(4) from lot number 13635019 was used to complete the case without further issues. This was discovered during an anterior labrum of the right shoulder procedure on (B)(4) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.